Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided photograph observed a brown particle considered to be embedded in the walls of the tubing. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The potential cause is burned resin. The burned resin can be generated in the extruder cannon and accumulate on the pin and bushing combinations at the process of extrusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination inside the tubing of a clearlink system continu-flo solution set. The pm was further described as, ¿a dark contaminant inside the tubing¿. This was identified after having a spiked bag of intravenous solution prior to patient use. There was no patient involvement. No additional information is available.